Event description:
The account alleges that during an atrial fibrillation volt procedure, a pericardial effusion occurred which required a pericardiocentesis. While looking for the left inferior pulmonary vein, the tip of the catheter was pressed against the myocardium. When the physician tried to advance the guidewire by merit medical, he caused a pericardial effusion. A slow decrease in blood pressure was noted. A transoesophageal echocardiogram was done and an effusion was confirmed. The perforation on the left side inferior portion of the posterior wall was small so pulmonary vein isolation was finished before the pericardiocentesis was performed. The patient was discharged after an overnight stay. The physician believes the cause of the perforation was his own error. There were no performance issues with the catheter or the guidewire.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.